Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # unk. B3: exact event date unk, entered 1/1/2026 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: today at surrey memorial hospital there was an issue in dr. Low anterior resection case when they went to fire the powered circular stapler. When the battery was inserted on the back-table it lit up but after the assist had wound the knob to compress the tissue, they noticed that the stapler had switched off as the screen was no longer lit up. They retrieved a battery from a new stapler and this did not help to turn the device on either. While I was on route to smh from another site they called me for help on how to fix this. Since I didn't have an answer I directed them to meysam. I tried the support line too which couldn't help me. Meysam guided them to detach the anvil from the stapler and use the new stapler they had opened. I arrived and they were in the process of doing this. They lost about an hour of surgery time overall because they had to reopen the abdomen, mobilize more of the bowel and re-fire across the distal stump. Firing with the new circular stapler went well, the donuts were intact and the leak test looked good. Thankfully, dr. Remained calm and the procedure was finished up with no other issues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any injury to the distal stump due to the alleged issue with the device? Does the surgeon contribute the device to not having power for "reopen the abdomen, mobilize more of the bowel and re-fire across the distal stump"? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a end-to-end anastomosis in a lar, powered circular stapler was compressed on tissue and the screen went blank and switched off. The procedure was delayed by 60 minutes and completed successfully. Tried a new battery, did not work. Detached anvil from stapler and used new stapler. No patient consequences were reported.